Manufacturer narrative:
The technician investigated the alleged incident and the nurse states that the brakes get stuck and the birthing bed does not move around correctly. The nurse also stated that she did not know what bed was involved and she did not record the serial number. The nurse had not details to give regarding the alleged incident. The technician made follow-up attempts to inspect the bed but the account did not return his calls. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brake was released and the brake casters did not unlock. When the bed went to be moved the person moving the bed was hurt. The account did not have any detail on the injury.